Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. . If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, software version: (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that when setting up for a case, the system was not tracking and the software displayed 'localizer not found'. The site also mentioned that they saw "networking connection" screens on the system. The site switched to another system for the case. There was no patient present when this issue was identified. The next day, a manufacturer representative powered on the system and was unable to replicate the issue. There were no positioning sensor unit (psu) or polaris spectra system control unit (scu) errors in the toolbox.